Event description:
It was reported patient did not place ipg into surgery mode prior to an unrelated surgery, and in result lost communication due to ipg being inoperable. Surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient's weight information. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.